Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker exhibited backup vvi operation. The patient did not experience any symptoms. The device download was performed successfully.